Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including shock testing, energy testing, resistance testing, off current testing, and impedance testing without duplicating the report. An internal inspection resulted in no findings. The main board will be replaced as a precaution. The device will be recertified and returned to the customer once the repair estimate is approved. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.